Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime and excessive no delivery test due to prime alarm. The insulin pump passed self-test, unexpected restart test and operating currents measurement were normal. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, stained address serial number label and missing drive support sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin was squirting during manual prime process. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.